Event description:
This patient had a bilateral subcutaneous mastectomy in 1978. She had reconstructive surgery with the bilateral silicone gel implants. The patient had multiple problems with the right implant including infections, skin loss requiring skin grafts and pin hole tracts. The patient approximately ten years ago developed arthralgia and myalgia complaints with leg and ruptured and there was calcium in the capsuleinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.